Event description:
It was reported that the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The lead was returned, due to patient death. As received, a partial lead (only connector portion) was returned in one piece for analysis. Additional findings unrelated to reported event: visual inspection of the partial lead found a full breached outer insulation degradation noted, at 6.2cm and 6.8cm from the connector pin.